Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 2/1/2024, it was reported by an arthrex subsidiary employee via (B)(4) that while using a powerrasp, ar-8350pr, in an ankle arthroscopy case on (B)(6) 2024, the inner tube of the rasp was broken inside and detached. Since the damaged part was inside the tube and the joint could not be confirmed, the wound was closed after confirming that no metal fragments remained in the surgical field using fluoroscopy and fluoroscopy. The surgery was completed without any problems or delays.

Manufacturer narrative:
Complaint allegation is confirmed. One unpacked ar-8350pr powerasp, 3.5 mm x 13 cm batch/serial number (B)(6), was received for evaluation. Visual inspection noted that the rasp shaft was broken on the proximal end. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most probable cause is by applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces. User error is the most likely cause of the reported event. The evidence observed shows that the event is consistent with prying/leveraging against bone. Per dfu-0215-eo at revision 1. Section f. Precautions. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.